Manufacturer narrative:
Other applicable components are: product ID: 39286-65, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient's stimulator was not working and they needed to have it reconfigured. The caller reported that the stimulator did not work but only in one spot. Caller reported it did not cover the whole area they wanted it to cover. It was reported that some of the electrodes were bad, patient reported this occurred 3 years ago. Patient reported that she had changed everything and could not get it to work. No further complications were reported or anticipated.